Event description:
A customer observed several positively biased potassium quality control and patient sample results. Negative results were obtained upon repeat analysis with the same analyzer. The magnitude of the biase could result in inappropriate treatment. There was not report of patient harm as a result of this event.